Manufacturer narrative:
At this time, vyaire medical has not received the suspect device/component for evaluation. Therefore no root cause can be established. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that a patient expired on the lap top ventilator 1150. It was reported that there was no fault attributed to the device.